Manufacturer narrative:
This report will be amended when our investigation is complete. Received with evaluation pending.

Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown zimmer modular revision body, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a stem fracture.

Manufacturer narrative:
Other device used: catalog #00999208545, zmr hip system femoral body, lot #75084500. This report will be amended when our investigation is complete.

Manufacturer narrative:
The body and stem were returned for further review. The stem lot number could not be identified as the lot identification etch is on the portion of the fractured stem that remains embedded in the zmr taper body. Fracture surface evaluation of the stem sample revealed that it was fractured due to fatigue loading. Visual examination by optical stereo microscope revealed beach marks on the fracture, indicating that it was a fatigue fracture and noted the crack initiation site as located lateral to the stem. No anomalies or inclusions were identified at the crack initiation site. The reported devices are used for treatment. The stem, body and head were used in an approved and compatible combination. Complaint history and device history record review could not be performed for the zmr stem as lot number is unknown. Adherence to rehabilitation protocol and relevant medical history are unknown. Detailed primary and revision operative notes were not provided. X-rays were returned for review, which were sent to an external surgeon for review. The quality of proximal support, bone quality, the size and shape of the proximal body were noted to be adequate. The surgeon noted that there were no signs of osteolysis. The review could not determine a specific cause for the fracture. A definitive root cause cannot be determined with the information provided.